Event description:
It was reported following a diagnostic procedure a 6f angio-seal evolution was deployed in the right femoral arteriotomy (rfa). Three days later at home, the pt experienced bleeding from the puncture site. The paramedics held manual compression during ambulance transport to the hosp emergency room. The pt experienced a softball size hematoma and was admitted for overnight observation and did not require blood products. An ultrasound revealed no pseudoaneurysm or deformity of the common femoral artery. The pt was discharged the next day without further complications. The pt was taking prescribed anti-coagulants.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal info guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.